Event description:
The reporter indicated an aa4203tl toric silicone single piece lens became stuck in the cartridge and they couldn't get the lens out of the cartridge. There was no patient contact. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4): evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens stuck in a mtc-60c fp cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).